Manufacturer narrative:
Updated fields: h4, h6 and h10 correction to d9 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. The device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus onsite support specialist informed the facility to help figure out where the other end of the sdi cable was located, and once the other end of the sdi cable was found, the facility educated the olympus onsite support specialist to plug the cable into the sdi in on the monitor in order to bring up an image which resolved the reported issue. The device referenced in this report has not been returned to olympus for evaluation. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
An olympus onsite support specialist reported to olympus that the 4k uhd lcd monitor exhibited no image on the monitor. The event occurred during an unknown procedure. It was reported that the sdi in was not plugged in on the oev-231uh monitor and the cv-190 sdi out 2 was plugged in which runs in to sdi in on the provation box which does display an image on that provation monitor. In addition, olympus onsite support specialist could not find the other end of the sdi cable since it runs into the or ceiling. There was no report of patient harm or user injury associated with this event.